Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently continued to beep for long periods of time. Reportedly, the beeping eventually stopped. Alarms or alerts were not being declared on the pump during that time. Blood glucose level was 150 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.